Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6)2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Maude report #- mw5061398.

Event description:
Dexcom was made aware on 05/09/2016 that an issue was reported via voluntary medwatch submitted on 03/29/2016 that on (B)(6) 2016, the patient experienced no audio output. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).